Event description:
It was alleged that a patient got out of bed but the bed exit did not alarm. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that a patient got out of bed but the bed exit did not alarm due to the footboard not having a connection with the bed. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by the sales rep helping the customer to reset footboards and ensure that they are being locked into place. Nothing further is needed at this time.

Event description:
It was alleged that a patient got out of bed but the bed exit did not alarm due to the footboard not having a connection with the bed. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.